Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing that resulted in inappropriate anti-tachycardia pacing (atp) and two shocks for an atrial driven arrhythmia. Technical services (ts) reviewed and provided troubleshooting options. This device remains in service. No adverse patient effects were reported.